Manufacturer narrative:
The technician replaced the power cord to repair the bed.

Event description:
While performing a preventive maintenance check, the technician found the power cord had no ground.